Manufacturer narrative:
(B)(4), approximate age of device - 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2016, it was reported that red heart and low flow alarms were observed along with a pump stoppage and pump power elevations. The patient cable was exchanged, but it did not affect pump power. The patient was suspected to be hypovolemic and their volume status was adjusted and monitored. All scans were reportedly unremarkable and the patient's hemodynamic status seemed to be satisfactory. The patient was asymptomatic and continued to recover post implant. The system controller log file was reviewed by the manufacturer's technical services representative and showed an increase in pump power and decrease in the average pulsatility index over time. The log file captured a pump stoppage and showed that the pump then resumed operating at normal pump parameters. X-ray images of the driveline were reviewed by the technical services representative and appeared unremarkable. It was reported that troubleshooting continued; however, no further information was provided. The patient remains stable.

Manufacturer narrative:
The pump remains in use supporting the patient; no products were returned for investigation. Evaluation of the submitted system controller log file confirmed the report of a pump stoppage event and elevation in the pump power level. At the time stamp of 5:35 pm on (B)(6) 2016, the pump speed fell below the low speed limit to 0 rpm, which correlated with active low speed operation and motor stopped events. The pump power level was also elevated during this event to about 13-16.3 watts, from about 5.6-10.9 watts. No other atypical events or alarms were captured in the log file. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.